Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that in the neonatal unit, the patient returned from theatre on noradrenaline at 0.07 ug/kg/min. On arrival at around 21:30, the pressure in the syringe pump was approximately 150 mmhg. During the night, blood pressure remained somewhat labile, with the noradrenaline dose increased up to a maximum of 0.1 ug/kg/min. On the vasoactive infusion line, only noradrenaline and tranexamic acid were administered. The tranexamic acid syringe pump showed no overpressure. At around 03:00, a decision was made to change the noradrenaline syringe, which was showing overpressure of approximately 190 mmhg. When the new noradrenaline syringe and new syringe pump were started, no overpressure was initially observed. Following the incident, the following tests were carried out: with the syringe pump, after disconnecting from the patient and increasing the rate to 20 ml/h: no drops were observed at the end of the line, followed by pump stoppage due to overpressure; removal of the inline filter: no change, persistent overpressure; disconnection of the infusion lines from one another: no change, persistent overpressure; the same tests performed using another syringe pump: identical result with overpressure; the original noradrenaline syringe was manually depressed: no particular resistance was noted; test performed on a syringe pump with a new syringe: no issue observed; test performed with the original syringe: the same overpressure problem occurred on another syringe pump. The issue was suspected to be related to the syringe. Did the incident actually result in serious consequences for the patient, the user, or a third party? No. Is the device available to the manufacturer for analysis? No.